Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected.

Event description:
Patient reported that "one breast enlarged like a balloon." Further reported by the patient was "development of breast implant associated anaplastic large cell lymphoma," "tested positive for bia-alcl," and "pathology confirmed bia-alcl;" pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. The following reported events have been deemed not device related per allergan medical safety: "has breast cancer;" "lost all their hair, and lost their job due to their illness." Affect side is left. The device has been explanted.